Manufacturer narrative:
(B)(4) 2015 10:12 am (gmt-4:00) added by (B)(4): the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was performed; one of the clevises fell off and the other one was loose. Damaged to the shaft tip and jaws were observed, the tip was bent. The impact caused the clevis to pop out from the shaft tip. (See attached engineering evaluation). The condition of the device as returned precludes any electrical testing for resistance, jaw force and temperature. However, a pre-cautery test per the instructions for use and a poly-fuse safety shut-down test are both able to be performed. The pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced steam and heat during several activation and shuts off when the toggle was released. A polyfuse electrical test was performed; the polyfuse successfully shuts off the heater after a prolonged period of time and reactivated after approximately 30 seconds of cool-down. The device history record (DHR) was reviewed, it showed that the reported lot number conformed to all applicable specifications and was accepted for release. Based on the evaluation and test results, the reported complaint could not be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 fulcrum malfunctioned, it quit cutting. There was a piece at the base of the fulcrum that broke off, but did not go into the patient, it was retrieved without incident. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 fulcrum malfunctioned, it quit cutting. There was a piece at the base of the fulcrum that broke off, but did not go into the patient, it was retrieved without incident. A replacement device was used to complete the procedure. The hospital did not report any patient effects.